Manufacturer narrative:
(B)(4). The returned valve was initially non-adjustable. After the valve was flushed during the patency check, the adjustment functionality was restored. The device was patent and passed leak testing. However, it did not meet the requirements for reflux testing and device performance did not meet all established specifications for pressure-flow and preimplantation testing. A dissection of the product showed proteinaceous debris inside the valve mechanism. Debris within the valve may hold pressure-flow controlling mechanisms open, resulting in overdrainage and reflux. It is also possible that the debris temporarily prevented movement of the adjustment mechanism, resulting in a non-adjustable valve. The instructions for use that accompany the product caution that "the system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris." S continue, change to desired pl setting. Although strata valves have no intermittent performance level (pl) settings, the stratavarius system display may alternate between two settings if it is not properly aligned with the valve, or if the valve's pl is not optimally set. A review of the mfg records showed no anomalies. No impact to the pt was reported. All of our valves are 100% tested at the time of MFR.

Event description:
It was reported to medtronic neurosurgery that the pt had an MRI scan, after which the valve needed to be reset. According to the report, on attempting to re-adjust the valve, the setting on the stratavarius adjustment system was oscillating between 1.5 and 2. The pt was admitted for a shunt revision and the valve was replaced with a like system. Once the valve was explanted, the surgeon tried to adjust the valve again, with the same outcome.